Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, the pump was returned with the battery compartment cracked at the left side of the grip from the threads to the case seal. The battery cap was also found to be stripped. The battery cap was unable to securely attach to the pump causing a power issue. A test battery cap was able to be secured and powered on the pump. A 12 hour duration test was completed with the test cap and there was no power loss or reboots duplicated. The allegation of a power issue with damage was duplicated during investigation. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.